Manufacturer narrative:
The devices were received for evaluation. During functional water leak testing, leaks were seen at the level of the drain bag sealing near the stopcock for the two (2) return samples. The lot numbers were unknown; therefore, a batch review could not be conducted. The reported condition was verified. The cause of the condition was determined to be related to misuse of the bag. The drain bag is a single use product and must not be emptied and reused during the same therapy. A previous nonconformance investigation concluded that the filling/emptying cycles during the same therapy led to physical constraints on the bag, causing pinholes to form that allowed leakage. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) prismaflex st150 sets were leaking from the drain bag. The leaks were observed during treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.